Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 failed and the magnet fell out of the insep. A field service engineer replaced the inseps on both full-height drawers in auxiliary to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system am-mcu-s auxiliary drawer 5 failed and would not open. The customer stated that there was a delay in issuing medications to the patient due to this malfunction. There were no adverse events or injuries reported based on this event.